Manufacturer narrative:
**Update** (B)(4) 2013 - additional information was received from clinical indicating the patient's left hip was revised on (B)(6) 2011.

Event description:
Patient revised for infected hip. Update: (B)(4) 2011 - medical records received indicate metal-on-metal synovitis in adverse tissue reaction with loosening of the acetabular component of a left total hip replacement with secondary late hematogenous septic arthritis. The complaint was reopened to update the MDR decision. This is a clinical patient, lot information was received. The patient had re-implantation. Update: (B)(4) 2012 - litigation papers received. The MDR decision was reversed for the stem and the hole eliminator was added. Initial emdrs were created for both products.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. In addition to what was previously reported, litigation alleges friction and wear between the metal head and cup caused the released of toxic metal ions and particles into the patient¿s body resulting to inflammation, severe pain, tissue and bone loss, metal ions, discomfort, injury, mental anguish, loss of range of motion, emotional distress, and disfigurement.